Event description:
Spacelabs received a report that a spacelabs anesthesia machine smoked and emitted a smell of electronics burning.

Manufacturer narrative:
A spacelabs field service engineer inspected the subject device at the customer's site. There was no visible damage on the outside of the device. The ventilator was opened and no damage was found. However, there was a burnt component on the isolation transformer assembly. There were no other damages noticeable to or around the transformer. A new transformer assembly was installed in the machine and the machine passed all tests. The customer is continuing to use the machine. The suspect parts were returned to spacelabs for investigation. We received the parts on march 21, 2012. The investigation is still underway. No one has been injured as a result of this malfunction. We will provide a supplemental report once our investigation is complete.

Manufacturer narrative:
A spacelabs engineer examined the circuit board and identified the root cause of the smoke and smell as a burnt varistor on the isolation transformer assembly. The varistor was overloaded causing the mylar film on the circuit board to melt releasing an amount of smoke. A review of available data did not identify any similar complaints. We consider this failure to be an isolated event with no further corrective action or investigation needed. No one has been injured as a result of this malfunction. A new transformer assembly was installed and the machine passed all tests. The customer is continuing to use the machine. We have concluded that no further action is required and consider this issue closed.

Event description:
Spacelabs received a report that a spacelabs anesthesia machine smoked and emitted a smell of electronics burning.